Event description:
While trying to adjust the height of the infant isolette for the clinician, the elevation motor failed and the incubator gave a "motor drive failure" error code. This prevented the isolette from moving up or down and made patient access difficult for the nurse on duty. The isolette was exchanged and tagged for repair by biomed. Equipment history noted that there have been several similar failures with the motor drive on other isolettes.